Event description:
The physician tried to conduct a kissing balloon technique, so he inserted 2 cyphers into a guiding catheter (mac1 7f: boston). However, he felt something was stuck, so he withdrew the system. When he checked one of the cyphers (3.5/23mm), the stent alignment on the balloon was found to be disoriented. There were no reported pt complications.